Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the common femoral artery. The target lesion was pre-dilated, and the absolute pro stent was positioned and successfully implanted, with a very good result. There was no resistance felt during advancement of the device. After successful stent deployment, slight resistance was felt during retraction and it was noted that the distal end of the absolute pro stent delivery system (sds) had become stuck on the proximal section of the stent implant. The absolute pro sds was slightly advanced distally and some very cautious forward-backwards movements were made. The absolute pro sds was able to be retracted without further resistance. The stent implant was confirmed to be in the correct position in the target lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.